Event description:
Patient under when open heart surgery for repair of an atrial septal defect (asd). At the start of the surgical procedure; the bypass tubing was set up for the bypass machine by the perfusionist operator. The tubing set does not come from the manufacturer pre made for ready use, some modification to the tubing set connections are needed to use with pediatric surgeries. The tubing set connections are made by the perfusionist before the case is started. During the surgery procedure one of these connections came loose causing the surgery to be delayed while the connection was corrected to the tubing set. There was a separation in the 1/4" inch arterial line of the cardiopulmonary bypass circuit approximately ten minutes prior to the termination of cardiopulmonary bypass. This occurred at a connection distal to the arterial filter that is not pre connected by the manufacturer. The connection was made by the perfusionist and was tie wrap-banded with a nylon strap. The cause for this separation is unknown. When the tubing separated cardiopulmonary bypass was immediately stopped, the arterial circuit lines were clamped, de-aired, connected and secured. The patient was placed back on bypass after a period of approximately 90 seconds. No harm or consequence to patient.

Event description:
Patient under when open heart surgery for repair of an atrial septal defect (asd). At the start of the surgical procedure; the bypass tubing was set up for the bypass machine by the perfusionist operator. The tubing set does not come from the manufacturer pre made for ready use, some modification to the tubing set connections are needed to use with pediatric surgeries. The tubing set connections are made by the perfusionist before the case is started. During the surgery procedure one of these connections came loose causing the surgery to be delayed while the connection was corrected to the tubing set. There was a separation in the 1/4" inch arterial line of the cardiopulmonary bypass circuit approximately ten minutes prior to the termination of cardiopulmonary bypass. This occurred at a connection distal to the arterial filter that is not pre connected by the manufacturer. The connection was made by the perfusionist and was tie wrap-banded with a nylon strap. The cause for this separation is unknown. When the tubing separated cardiopulmonary bypass was immediately stopped, the arterial circuit lines were clamped, de-aired, connected and secured. The patient was placed back on bypass after a period of approximately 90 seconds. No harm or consequence to patient.